Event description:
The customer has reported that the motor in the driver has stopped. They had already pierced the pt's breast. There was no activation upon troubleshooting. The customer rescheduled the pt.